Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy plus pumps ? 6400 condition arrived fair, damaged housing and missing nub on the down stream sensor. The complaint of alarm of no disposable was duplicated. Action taken to replace the down stream sensor. Device passed all functional testing.

Event description:
Device evaluation completed and summarized.